Manufacturer narrative:
One portex® bivona® custom 4.0mm tight to shaft with tracheostomy tube with murphy eye was returned for investigation. A manufacturing review was performed, and no non-conformities were found. Visual and functional examinations confirmed that the product has a leak where the airway line is secured to the tube. The airway line had been pulled away from the shaft. The airway line is designed to withstand 1lbf. Visual inspection confirmed there was presence of adhesive at the attachment site. A leak test on this product was performed prior to shipping. The evidence provided indicates the defect was not the result of a manufacturing defect. The root cause of the failure was found to be a user interface issue. The complaint was confirmed.

Event description:
It was reported that the cuff of a portex® bivona® custom tracheostomy tube was found to be defective while in use. Cuff patency was tested prior to use with sterile water, and this was the initial use of the tracheostomy tube. No injury was reported.